Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), after pre-dilation the physician experienced difficulty advancing the cypher 2.5 x 13 mm stent to the proximal/mid right coronary artery (rca) target lesion. The stent delivery system (sds) became stuck proximally to the lesion. When the physician attempted to withdraw the sds into the guiding catheter, the stent was noted to have become dislodged on the guidewire at the distal end of the guiding catheter. The sds was removed successfully from the patient. The dislodged stent was retrieved using a snare device. Another guiding catheter (6 fr. Jr5) was used and another cypher 2.5 x 13 mm stent was successfully implanted at the target lesion using a double-guidewire technique. The stent was post-dilated with a 2.5 x 10 mm balloon catheter. The procedure was completed successfully. There was no reported patient injury. The physician's comment regarding the event was that the ostial rca lesion was downward facing, so that the 6 fr al2 guiding catheter could not be engaged co-axially thus making it easy for the cypher stent to become caught on the tip of the guiding catheter. The proximal rca target lesion was reported to be: de novo, heavily calcified, and slightly tortuous. The product was inspected prior to use and no anomalies were reported. There was no reported patient injury.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14155304 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No issues were noted that were considered potentially related to the reported complaint. Phts was generated for small ID, one occurrence. No actions were taken. The lot was released as the process has the controls necessary for the timely detection of this defect, 100% inspection. The root cause could not be determined but appear to be related to the supplier material ubd subassembly lot 14155305 was reviewed. It was observed during review of the lot that no non-conformances were generated were and no other incidents were noted that could be potentially related to the complaint reported. Two (2) units were rejected during the assembly of lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The functional test as well as results for leak test and 100% inspection were reviewed and no anomalies were found. The fpi for crossing profile and stent retention were reviewed and no anomalies were found.